Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient clarifying the report of ¿something was wrong and something came disconnected,¿ to mean that he level of the stimulator went lower, they stated that they got to a specific level and it changed for no reason. The patient didn¿t know why this occurred. After resetting the program it returned to normal. The patient stated that as soon as they reset it, it was fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller stated that yesterday they noticed they were getting a lot of pain in their back. Caller stated they put the stimulator a couple notches up, but program 2 was not on when they first checked. Caller stated that they turned program 2 on, but it went to 0.8 instead of 0.9. Caller added that today they woke up with a big old pain in their neck all the way up to their brain and it was very painful and not a normal pain they had ever gotten. Caller noted that usually if they put it a little high they can feel the vibration in their upper legs, but they can only feel it in one leg and not the other. Caller stated they think something is wrong and something came disconnected. Agent had caller connect the controller to the implant. Caller saw group a with programs 1, 2, 3, and 4. Program 2 was set to 0.8 and was able to increase to 0.9. Caller confirmed they could increase stimulation in all programs. Caller did not have any other groups available besides a. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.